Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), h3. Analysis of the wireless recharger (s/n: (B)(6)) found the recharger was unresponsive, led's scroll continuously, and flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lights on the wireless recharger (wr) keep blinking rapidly after trying to turn it on. When placed on the dock, the wr was unresponsive and did not charge. The battery indicator lights remain blinking rapidly. Multiple resets of the wr were performed but the issue could not be resolved. The wr was replaced with a new charger and the issue was resolved. There are no external issues that led to the reported event. No symptoms were reported.